Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: canada. G2: literature - lex j, entezari b, backstein d. Reliable outcomes provided by a rotating hinge knee arthroplasty for patients who have moderate-to-severe arthrofibrosis the journal of arthroplasty, 2025; 41, 862-868 https://doi.org/10.1016/j.arth.2025.07.041. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that a patient who underwent revision to a rotating hinge knee for arthrofibrosis subsequently required a re-revision due to recurrent stiffness. The re-revision consisted of downsizing the polyethylene liner. Attempts to obtain additional information have been made; however, no more information is available at this time.